Manufacturer narrative:
A product deficiency was identified for the alinity m system (ln 08n53-02)/ impacted adus, and this investigation will be dispositioned as confirmed and linked to the previously completed risk assessment. The potential hazards of incorrect results and delay in results were identified for the scenario where the instrument was turned over to a customer for use with one or more of the four amp detects in the unintended configuration after performing swupdate update_controllers or restore_board_values as described in this issue. Fa-am-dec2022-285 was issued on (B)(6)2022 as a field correction letter/ urgent field safety notice to notify customers that an assessment of their alinity m system(s) will be completed. If necessary, an abbott representative will schedule time to correct the affected adu(s) on their alinity m system(s). Field action was reported per 21 cfr806 to us FDA via 3005248192-12/09/22-007-c on december 9, 2022 and therefore is also reportable under 21cfr 803. Malfunction is associated with a major severity. Action is recommended to be reported as an fsca (field safety corrective action). The following mdrs were also submitted in association with fa-am-dec2022-285: 3005248192-2022-01220 3005248192-2022-01222 3005248192-2022-01224 3005248192-2022-01225 3005248192-2022-01226 3005248192-2022-01227 3005248192-2022-01228 3005248192-2022-01229 3005248192-2022-01230 3005248192-2022-01231 3005248192-2022-01232 3005248192-2022-01233 3005248192-2022-01234 3005248192-2022-01235 3005248192-2022-01236 3005248192-2022-01237 3005248192-2022-01238 3005248192-2023-00001 3005248192-2023-00144.

Event description:
During execution of the tsb (technical service bulletin) associated with field action fa-am-dec2022-285, adu 3 (sn (B)(4) was identified as impacted by the incorrect board value issue, and remained in service (instead of being taken out of service) after the tsb was applied. The instrument was released to the customer with the impacted adu remaining in service.